Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to an unrelated reason. Upon review, it was discovered that the patient was experiencing bradycardia and felt light headedness and the right ventricular lead exhibited failure to capture and far r oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2021 due to high pacing thresholds. The patient was in stable condition.